Event description:
It was reported by customer that patient's PICC line was inserted on (B)(6) 2024. On (B)(6) 2024, PICC was completely blocked. Cxr confirmed tip in good place and therefore PICC pulled back 1cm and then gave brisk blood return and flushed easily. PICC completely blocked again on (B)(6) 2024. Cxr again confirmed tip in good place. PICC had to be removed and a new PICC inserted. Upon removal there was found to be a kink in the PICC line at the 11cm mark. Patient's PICC was 46cm total length with 5cm external, so nowhere near where the kink in the line was. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.